Event description:
After knee arthroplasty surgery on both knees, pt had pain on her right knee. Arthroscope surgery was performed by the surgeon. He found breakage of insert post during arthroscope so, insert revision surgery was done immediately.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if rec'd will be provided on a supplemental report.